Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal device replacement procedure, this right atrial (ra) lead exhibited low pacing impedance measurements of less than 200 ohms via the pacing system analyzer (psa). During the procedure, the lead pulled apart when pulling it out of the header. The lead was surgically abandoned and a new ra lead was implanted. No adverse patient effects were reported.